Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a white display. The customer's blood glucose level was unknown. The customer stated that no black comes up on the display, it was white. Customer was not calling back after receiving a new battery cap. Customer stated the contacts on the battery cap were not missing or damaged. The customer declined further troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segment/partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.